Event description:
The customer called to report that the needle mechanism had not deployed and that the cannula, therefore, had not inserted. Within four hours of activating this pod, high bg's (greater than 350 mg/dl) were experienced. No add'l info was provided about the device or the event. The pod will be returned for eval.

Manufacturer narrative:
The product was not returned, so no eval is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.